Event description:
Reportable based on device analysis completed on 30nov2018. It was reported that shaft leak occurred. The target lesion was located in the left circumflex artery. A 2.50 x 16 synergy drug-eluting stent was advanced to treat the lesion. During inflation of the balloon, leakage of the contrast medium was noted and the balloon did not inflate. The device was removed and the procedure was completed with another synergy stent. No patient complications were reported and the patient was stable. However, returned device analysis revealed a tear to the inner shaft polymer extrusion. Synergy ous mr 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure, however, red blood like substance was noted inside the distal balloon cone. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft during analysis. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a tear to the inner shaft polymer extrusion at 30 mm proximal to the distal tip. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. During analysis a recommended guidewire was loaded into the wire lumen via the tip in preparation for a leak test, however the wire lumen was blocked. The device was placed in water bath at 37 degrees celsius to soak to soften any hardened media which could have been blocking the wire lumen. Following soaking the guidewire was loaded into and tracked through the lumen without issue. A leak test was carried out: 18 atmospheres of pressure was applied using an encore inflation device and it was observed that inflation liquid was leaking from the tear in the shaft polymer extrusion. Inflation liquid was also coming out from the tip. The liquid coming from the tip and the shaft polymer extrusion indicated that a leak was present in both the inner and outer shaft polymer extrusion. Encore inflation device verified before and after use. No other issues were identified during the product analysis.